Event description:
It was reported that the patient sought medical attention at the emergency room on (B)(6) 2026 with diabetic ketoacidosis. The patient¿s blood glucose levels rose to 316 mg/dl while wearing the pod between 36 and 48 hours. Reported symptoms include fatigue, nausea and vomiting. The patient reported they checked their ketones at home and they were present (method of measurement and value not provided). The patient was treated with intravenous fluids and a manual insulin injection using a pen. The patient also changed the pod whilst in the hospital. The patient was released 9 hours later, on the same day.

Manufacturer narrative:
The device has been returned however our investigation is still ongoing. When the investigation is concluded, a supplemental report will be submitted with the results. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. Lot release records were reviewed and the product lot met all acceptance criteria. Locked down smartphone: lockdown. Omnipod software app version: 3.1.6. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: g6. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.